Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the cast cutter allegedly overheated and ran too fast during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported events of heating up and running too fast were not duplicated. No failures were confirmed.

Event description:
It was reported that the cast cutter allegedly overheated and ran too fast during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.